Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient had pacemaker-mediated tachycardia (pmt) episode. The device identified the pmt and stopped the rhythm. Patient was in stable condition.